Manufacturer narrative:
Eval: results: the lead was received with the stylet stuck inside the lead. Visual analysis confirmed that electrode channels 1-3, from the stimulation end, have been overstressed. The overstress condition forced the electrodes out from the lead segment. Lead segment show signs of twisting and bending due to the stylet still inserted into the lead. The stylet was unable to be removed due to the bends of the body of the stylet. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his trial scs system, including a percutaneous lead, on (B)(6) 2011. During the implant procedure, the physician introduced the lead at the t1-t2 vertebrae, with a desired placement in the cervical area (c4). Upon removing the epidural needle from the lead, the physician reportedly pulled on the lead causing three of the distal lead contacts to break off inside the pt. The physician was unable to locate the lead fragments via fluoroscopy. A CT scan found the fragments were in the epidural space but were subcutaneous. The pt was referred to a neurosurgeon for a surgical removal of the fragments. No further pt complications were reported as a result of this event.